Event description:
It was reported that during a therapeutic cholecystectomy procedure, the olympus uhi-4 insufflator was set the pressure to 10 mmhg but during the operation, the measured pressure exceeded 40 mmhg, reaching 46 mmhg, and the tube clogging alarm was sounding. Therefore, the area around the tube was checked, but there was no sign of clogging. The same pressure irregularity recurred on two consecutive days. An additional complaint has been initiated to address the recurrence on the second consecutive day. Pressure values were measured using an artificial heart-lung machine present in the procedural environment. As the procedure was not performed while the patient was connected to the heart-lung machine, no causal relationship between the heart-lung machine and the reported pressure irregularity was established. Following identification of the malfunction on day 1, the insufflator flow amount was adjusted from high to medium and the suction pump pressure was increased in response to the observed pressure irregularity. Subsequent troubleshooting was performed, during which an insufflator checker was utilized to verify flow amount and pressure control functionality. No abnormalities or deficiencies were identified with respect to flow amount or pressure control performance. Device error logs were also reviewed and did not indicate any anomalies or fault conditions associated with the pressure sensor. The intended procedure was completed using the same device with a delay of less than 30 minutes. No patient harm was reported in association with this event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.